Manufacturer narrative:
New information: product received, investigation and root cause completed add b5. Correct g4, g7, h3, h6 (method, results, conclusion), h11. A review of the device history record for sn15616792 was performed from date of manufacture 06/27/2019 to present date 10/06/2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device keypad would not boot up. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device keypad would not boot up. There was no patient involvement.